Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to implant a plastic stent in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the black guide catheter broke and was stuck inside the plastic stent. The detached guide catheter was removed using a rat tooth grasper. The stent remained implanted, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the additional device required to retrieve the guide catheter detached fragment.